Manufacturer narrative:
A. Patient information not provided by customer no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the centrimag motor and console showed s3 alarm.